Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self-test failed after ventilator startup, alarm code: 233004 (autozero error qaw/paw) defective pressure sensor board, replaced and the unit was repaired and handed over to the user. No patient involvement.